Event description:
Allegedly, right hip having groin pain, creaks & squeaks. Elevated ion levels. Will be seeing dr. (B)(6) in a few weeks and will let us know what he says. Dr. (B)(6) has moved. Add'l info rec'd 4/22/15: right hip revised (B)(6) 2015.

Manufacturer narrative:
This is the same event as 3010536692-2015-00707.